Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) recovered the customer and returned the bad pocket to the pharmacy. Row e was found to be missing from drawer 4.2. The fse manually released and reinstalled the pockets successfully and then ran diagnostics. All tests completed successfully with no further issues observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was not detected on bus, customer tried rebooting the device, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.